Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event, exact date was not provided by hospital. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices after an unspecified procedure. Reportedly, an unknown device failure occurred with the three proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event, reporter - name and occupation. (B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: following an angioplasty procedure, reportedly a cuff miss occurred with three proglide devices. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.